Event description:
Drive deviilbiss healthcare is the initial importer of the device which is a rollator. The device has not ben returned for evaluation. Our post market surveillance associate has not been able to get clarification of the incident. We are filing this report in an overabundance of caution in order to be timely. End-user was siting on her bed. She stood and then sat back down. She pushed her rollator and it caught her leg causing a gash which required 12 stitches in her leg.